Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Manufacturer narrative: method: the complaint rt021 catheter mounts were returned to fph (B)(4), and were visually inspected. Result: visual inspection revealed that the tubing cuff had split at the connector end, while others had split at the swivel end. Conclusion: further investigation was conducted and it was determined that the splitting had occurred due to the inherent residual stress present on the extruded tube, which is a sourced component from an external supplier. We have since informed the supplier about the residual stress present on the extruded tube. We also made some improvements to our assembly process in an effort to mitigate the problem. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (fph) field representative that some rt021 catheter mounts were 'broken'. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mounts are currently en-route to fisher & paykel healthcare in (B)(4) for investigation, to determine if they caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (fph) field representative that some rt021 catheter mounts were 'broken'. No patient consequence was reported.